Event description:
The customer reported the device displays a speaker malfunction error message and the speaker has no sound. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporter information: (B)(6).

Manufacturer narrative:
During investigation, it was determined, this report is a duplicate of another report. Please refer to MFR report # 1218950-2022-00998.